Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Investigation revealed that the keypad cover was intact. The up arrow, down arrow, and ok keypad buttons were unresponsive. The pump cover was removed and no defects were found with the button contacts. The pump casing was opened and the keypad flex connector was not fully closed. The keypad flex was adjusted and all keypad buttons then responded normally. Unrelated to the original complaint, investigation revealed that the audio bolus button was damaged, however the button responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.